Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope had a dent caused by a bite (around 28 centimeters). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the connecting tube had a dent / scratch. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair. As per the customer, it was unknown if there was a delay in the start of pre-cleaning, the air / water nozzle was flushed by air and water, there were no abnormalities in the accessories used for reprocessing, it was unknown if the endoscope was immersed in the detergent solution, it was unknown if the air / water nozzle was wiped or brushed with clean lint-free clothes / brushes / or sponges, it was unknown if the air / water nozzle was flushed with the detergent solution, and it was unknown if there were any concerns about reprocessing. Additional findings include the following: water tightness was lost due to a pinhole on the channel tube, the forceps channel port was shaved, the adhesive on the bending section cover had a chip, the bending tube was deformed, and the image had shadows due to damage on the charged coupled device unit. The following had a scratch: the light guide cover glass, scope connector cover unit, scope connector, universal cord, grip, plastic distal end cover, switch box, forceps elevator lever / knob, up / down / right / left knob, control unit, and the scope cover. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.